Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent sensor change, the ilet system experienced intermittent communication and pairing failures with the dexcom g6 continuous glucose monitor (cgm), presenting repeated start sensor prompts and inability to complete cgm connection despite confirming sensor information and re-entering transmitter and sensor numbers, with guidance to restart the ilet and attempt reconnection. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, involving electrical and magnetic components and specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.